Event description:
It was reported that during a pump replacement on (B)(6) 20141 for normal elective replacement indicator (eri), it was noted that the connector pin was piercing the catheter. The physician would always change the catheter prophylactically. When the physician went to remove the catheter, he found that the connector pin had punctured the catheter. The catheter was explanted and replaced. The product issue was resolved. There were no patient symptoms or complication associated with the event. Patient status at the time of the report was alive with no injury. The device system delivered dilaudid and bupivacaine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter body found hole or tear caused by catheter connector pin.

Manufacturer narrative:
(B)(4).